Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced a sudden onset of new symptoms that included the patient being lethargic and not being themselves. The patient also stated that they were very out of it, uncomfortable, experienced frequent urination, drooling, and delusions; the patient would not open their eyes. When inquired if there were any trauma/falls reported that could be related to the issue, a fall was mentioned. The patient stated that they fall both before and after the onset of symptoms. The patient saw the health care provider's (hcp) fellow yesterday and the implantable neurostimulator (ins) was checked; it was confirmed that there were no issues. Another hcp also confirmed that they did not have any concerns regarding the deep brain stimulation (dbs) or therapy either.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.